Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-paddle leads: upn: (B)(4), model: sc-8216-50, serial: (B)(4), batch: 17410979.

Event description:
It was reported that patient had inadequate stimulation despite of reprogramming attempts. All components were explanted and were not returned. No further information has been obtained despite good faith efforts.